Event description:
During thoracentesis procedure, catheter broke loose, x-rays shows partial catheter free flowing in pleural space. Surgeon and radiologist consulted. Family notified by internist and surgeon, decision was made not to do surgery.